Event description:
It was reported that the pacemaker was suspected of exhibiting premature battery depletion (pbd). During a follow-up, the device was interrogated, and the healthcare professional believed the battery was depleting faster than expected. The patient is pacemaker dependent, and the decision was made to explant and replaced this device. There were no additional adverse patient effects reported. The device is expected to return for analysis.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the pacemaker was suspected of exhibiting premature battery depletion (pbd). During a follow-up, the device was interrogated, and the healthcare professional believed the battery was depleting faster than expected. The patient is pacemaker dependent, and the decision was made to explant and replaced this device. There were no additional adverse patient effects reported. The device is expected to return for analysis. The product has not been received. Multiple attempts were made to obtain information regarding the return and unfortunately, we were unable to ascertain the most current location of this product. Should this product be received in the future, an updated report will be provided.